Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line). This occurred during the third dwell cycle of peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.